Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt that blood glucose (bg) was low, but was unsure of the value. Reportedly, the customer delivered a bolus but did not consumed the intended amount of food which resulted in the bolus being too large for the food consumed. Soda was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.